Manufacturer narrative:
Evaluation summary: the results of investigative analysis revealed that the unit was returned with another companies guide wire in the guide wire lumen. The catheter and the guide wire were frozen in the dispenser. The dispenser had to be uncoiled to remove the unit and the wire from the coil, and force had to be used. When the unit was removed from the dispenser the tip was already detached. Co was unable to determine if it was previously detached. There was reportedly a gummy substance on the wire, however, this was not noted on investigation, and may have come off during the decontamination process. Quality engineering determined that based on the analysis and the info provided, the most likely root cause of the wire movement difficulty was the od of the extension and the gummy substance noted on the wire. The substance on the wire would reduce wire movement. In addition, if the od of the extension wire was greater than .014", this would contribute to this section of the wire becoming frozen in the lumen. The rocket is designed for use with .014" guide wires. Quality engineering concluded that the rx rocket met product specifications, and that no corrective action is warranted at this time. This MDR is considered closed.

Event description:
It was reported that during a ptca procedure resistance was encountered upon removal of the stent delivery system prior to using the rx rocket. The rx rocket was used and upon removal resistance was met, resulting in a tip separation which became entrapped on the guide wire. No pt injury was associated with this event.